Event description:
It was reported by the customer that a pyxis medstation es system was frozen on the carefusion screen. The customer stated that the nurse had to reach out to the pharmacy to obtain the medication manually, causing a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a software issue. A technical support specialist remotely setup auto-login, updated dependencies.xml file, placed agenthost in the startup folder, rebooted the station, successfully launched the med application and resolved the issue. The system functioned as intended after the technical support specialist troubleshooted the device.